Manufacturer narrative:
Pump unable to vibrate due to broken vibrator wire. Pump received with cracked battery tube threads, reservoir tube lip, belt clip slot, scratched lcd window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump would not vibrate. Blood glucose level at the time of the incident was not provided. During the self test, the device failed to vibrate. The customer was advised that the insulin pump would be replaced or returned for analysis.